Manufacturer narrative:
The technician found grease migrated to the hi/low drive brake assembly. He cleaned the hi/low drive assembly to repair the bed.

Event description:
Info received indicates the hi/low is drifting down.